Event description:
As reported by the edwards field clinical specialist, during a transapical tavr case, a swan-ganz catheter was placed at the beginning of the procedure, it was indicated that the catheter could have irritated the av node and subsequently led to the right bundle branch block. The patient had pre-existing left bundle branch block, which resulted in a complete heart block. The patient is stable post permanent pacemaker placement. Additional information was received that the patient did not develop chb until 4 days after swan was placed. The patient was stable post ppm placement.

Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided; therefore review of the manufacturing records could not be completed.